Event description:
It was reported that the burr became stuck on the rotowire. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 330cm rotawire and a 1.50mm rotalink burr were selected for use. During the procedure, it was noted that the burr intertwined with the rotawire. The devices were slowly removed from the patient and the procedure was completed with another of same devices. There were no patient complications reported, and the patient was stable post procedure.